Event description:
It was reported that during a hemorroidectomy, after firing the device the normal feedback sound was not heard. Then after having extracted the device, it was seen that the wound had not been properly sutured (about 180 degrees). The suture was completed by hand. Hand suturing slightly prolonged the operation time, prolonged hemorrhage, but did not require a transfusion. Pt stay was prolonged 2 add'l days. Two add'l post operative controls, dilatation to prevent stenosis.